Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had downstream occlusion pressure too high during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, the reported problem "downstream occlusion pressure too high" was not reproduced. The pump was sent for downstream occlusion detection and passed. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified through causality as the downstream sensor was out of specification. The downstream sensor requires calibration to address this issue. Should additional relevant information become available, a supplemental report will be submitted.